Event description:
It was reported that a gradual increase of pacing lead impedance and threshold were noted on the right ventricular lead. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).